Event description:
The customer reported that during the normothermia phase of an ivtm therapy for a neuro patient, coolant (propylene glycol) was leaking on the floor from the thermogard console (sn (B)(6). ). Nevertheless, the treatment was completed with the same console. No consequences or impacts on the patient.

Manufacturer narrative:
Customer declined the service repair estimate. Therefore, no service was performed by zoll. Additionally, the thermogard system was transported to the distributor's premises, and the distributor has chosen not to proceed with the repair until further notice.